Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6)

Event description:
The initial reporter complained of a questionable high elecsys troponin t hs assay result for 1 patient sample tested on a cobas 8000 e 801 module. The initial troponin t hs result from sample a was 58.5 ng/l. The initial result was reported outside of the laboratory but was immediately questioned by the clinician. One hour later another sample, sample b, was tested on the same analyzer and resulted in a troponin t hs result of 3.85 ng/l. Sample a and sample b were both tested again and both resulted in troponin t hs results of 3.9 ng/l. The troponin t hs reagent lot information was requested but was not provided.

Manufacturer narrative:
Based on the calibration and qc data being acceptable, the assay is working within specification. The provided alarm trace contains sample short and abnormal aspiration alarms,suggesting a possible pre-analytical issue. The alarm trace also contained an alarm recommending a liquid flow cleaning. If the pre-wash unit is not cleaned well, incorrect results can occur. The investigation determined the discrepant results were caused by a system that was not maintained well.